Event description:
The patient reported he was taken by ambulance to the hospital after receiving nine inappropriate shocks. It was determined that the insulation on the lead had eroded, which resulted in noise. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event. Additional information was received from the patient reporting that the lead was also fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The patient reported he was taken by ambulance to the hospital after receiving nine inappropriate shocks. It was determined that the insulation on the lead had eroded, which resulted in noise. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event. Additional information was received from the patient reporting that the lead was also fractured. No conclusion can be drawn insulation degradation interference lead(s), fracture of shock, inappropriate.